Event description:
It was reported that the patient with diabetes was receiving a line blocked alarm and stated that after changing the infusion site, she attempted to resume therapy with the current cassette but received another line blocked alarm. She disconnected and attempted to prime onto a tissue, noting that no insulin was observed. Although she was reluctant to change the cassette due to having (B)(4) units remaining, she was advised that a cassette change was recommended since insulin was not flowing. Upon removing the cassette, she observed a small air bubble, which was identified as a possible cause of the alarms. After changing the cassette and priming, insulin flow was observed, and the pwd stated she was able to continue therapy successfully. The event occurred while in use with the patient and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.